Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was received with cracked case at the display window corner and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 6.6 mmol/l. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.